Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct225, was explanted from the left eye of a female patient because she had experienced blurry vision. It was also reported that there was a crease in the capsule of the patient. The replacement lens was zct300. Patient is doing fine; no vitrectomy or incision enlargement was performed. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and the lens was received in cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test was the cosmetic inspection performed at final inspection. The in-line optical inspection data showed the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.